Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had battery out limit alarm as well as buttons were not working. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer states they changed the battery in the insulin pump and not able to clear the battery out limit alarm. Customer states the insulin pump alarmed after battery change. Customer states esc button were not responding. Customer states the time was advanced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.